Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer was provided with a product replacement and product sent resolved customers initial issue. Most likely underlying root cause of malfunction: failure to follow instructions/manufacturing deficiency.

Event description:
Customer called stating that when opening box of syringes one of the syringes did not have a cap and customer was accidentally stuck with the needle. Customer is not concerned about any kind of infection risk associated with the accidental finger stick and states she does not possess any symptoms. Customer is feeling fine. Customer is not going to seek any medical attention. Customer called only to report the safety issue.